Event description:
Additional information was received from the patient stating that they were having trouble with the stimulation, it would not turn off. They had a constant, low buzzing when stimulation was turned off. They reported residual stimulation after turning stimulation off but this buzzing was completely different. They met with the manufacturer representative (rep) and they interrogated the device and did not find any problems and reprogrammed the patient. They reported an unrelated surgery on (B)(6)2016. The screen displayed on the programmer that might be related to their buzzing problems. They connected with the ins but was unable to pull up the same screen. The patient was unclear as to where stimulation was supposed to be felt, they felt buzzing down the legs, through the hips, and where the back surgery was performed. It was confirmed the stimulation was felt when stimulation was turned off. The buzzing moved around and changed intensity but never 3ent away. It was noted that adaptive stimulation (as) was turned off/no scheduled therapy. The patient reported having neuropathy and sciatica.

Event description:
Additional information received from the manufacturer representative (rep) that the patient had lumber fusion on (B)(6) 2016 because the spinal hardware was old and became dislodged so it was replaced with new hardware(it was noted that the procedure was unrelated to medtronic device). The patient began using the bone growth stimulation following the spinal surgery and since then when the patient turned the ins off they could still feel stimulation at much lower amplitude in their areas of pain. The rep stated that when the patient changed position with the ins off, they did not experienced any change in intensity of the residual stimulation. The rep also stated that the patient had generally turned the ins off and then the bone growth stimulator on but it did not matter if they were using the bone growth stimulator or not they still felt the residual stimulation after ins was off. It was indicated that they deactivate adaptive stimulation per patient's preference. The rep stated while they performed reprogramming, they turned off the ins and turned it back on and the patient was able to identify whether stimulation was on or off. Both the physician programmer and the patient's programmer were registering the ins status (whether on or off) correct in the office. It was noted that the patient last used the bone growth stimulator 7-10 days prior to the report and the patient still felt the residual stimulation. Impedance's were checked and those were fine. The rep mentioned that the patient had good coverage and therapy from the ins. At the patient's appointment on the day of this call, it was stated that they turned off the stimulation and the patient indicated they felt a little stimulation in their hip but not the overall residual stimulation that they were reporting. It was noted that at some point after the surgery the patient got heparin injections in their abdomen. Further information from the rep reported that the stimulation had been off since the time of the previous call and the patient continued to feel stimulation was on and it felt more intense when she was sitting in a chair. The patient was advice to follow up with their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and non-malignant pain. It was reported that the patient¿s device was not working correctly. The patient reported they could feel the tingling in the back and down the legs. It was stated that the patient took the stimulation down to 1.8 volts. She reported that she turned the stimulation off at night and the next morning she could still feel the stimulation. Furthermore, it was stated that the patient had back surgery on (B)(6); once she got home her doctor wanted her to use a bone growth stimulator. She stated that it went around the frame of her body and it was about 12 inches from the device. She stated that she was going to call about the bone growth stimulator and see if it could cause problems.

Event description:
Additional information was received from the patient. It was reported that the patient was still having the issue as of (B)(6) 2016 and she didn't know what to do anymore. It was noted that the patient had been unable to make an appointment with the doctor. The patient stated that she didn't need to log when the issue happens because it was all the time and constant. The patient would try to call the healthcare professional and rep again to see was could be causing the stimulation sensation even when the ins is off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.